Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased alinity I ca 125 ii result for a patient sample when running on the alinity I processing module. It is unknown if the patient has a history of epithelial ovarian cancer. The results were: initial: > 1000 u/ml, automatic dilution (1:10): 634 u/ml, manual dilution (1:2): value over 1000 u/ml (1034 u/ml) (shift of 38.68%). There was no impact to patient management reported.

Manufacturer narrative:
Service was dispatched, due to the customer reporting a falsely depressed alinity ca125 result on the alinity I processing module ai20103. Service deemed the likely cause for the issue were the syringe assy (part number 7-77650-09) and replaced both the r1 and r2 syringes resolving the issue. The module function was verified with a control/precision run. The service history of the ai20103 verifies no subsequent issues have been reported related to falsely depressed results post service intervention. Trending review did not identify any trends for the syringe assy (part number 7-77650-09) or the alinity I processing module (ai20103). The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.